Event description:
It was reported that a patient underwent a total en bloc spondylectomy procedure on (B)(6) 2013 and a drain was placed. The wound was not draining and the surgeon removed the drain fixation suture and changed the position of the drain tube, but it still did not drain. The surgeon was anxious about a possible wound infection occurring due to a re-incision of the fascia that the patient underwent for removing the drain. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.